Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a static fill estimate of 40 units despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller about the cause of the issue related to pressure variances, and the caller understood that the fill estimate would adjust once levels equal the displayed static number.